Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: seroma-late: unable to observe since it is a medical event and is not related to the device. Gel fracture: gel fracture: unable to observe since the device is ruptured. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Crease / folding of implant: observed. Bubbles: no observed. As per the investigation procedure, one opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional reported "small amount of fluid about the right breast implant" via MRI. Healthcare professional later reported "firmness and tenderness" with capsular contracture, baker gradhealthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional reported "small amount of fluid about the right breast implant" via MRI. Healthcare professional later reported "firmness and tenderness" with capsular contracture, baker grade IV. Healthcare professional additionally reported "any creases, minor fold w/gel fracturing and air bubbles inside implant". The device has been explanted.e IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periimplant fluid"; capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional reported "small amount of fluid about the right breast implant" via MRI. Healthcare professional later reported "firmness and tenderness" with capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b6, d6b., h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional reported "small amount of fluid about the right breast implant" via MRI. Healthcare professional later reported "firmness and tenderness" with capsular contracture, baker grade IV. Healthcare professional additionally reported "any creases, minor fold w/gel fracturing and air bubbles inside implant". The device has been explanted.